Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2014-01841 and 3005099803-2014-01842 for the associated device information. It was reported to boston scientific corporation that two ultraflex tracheobronchial stents were used in the common bile duct during a bronchoscopy with stent placement procedure performed on (B)(6) 2014. According to the complainant, the stent was implanted to treat a benign transplant anastomotic stricture in a patient with a lung transplant. Reportedly, the patient¿s anatomy was not tortuous and was dilated with a cre balloon prior to stent placement. During the procedure, the physician attempted to deploy the first stent; however, the deployment suture could not be fully released. A smaller ultraflex stent was attempted but the same issue occurred. Reportedly, both stents were removed from the patient partially deployed. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of stent partially deployed a visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. The most probable root cause classification of this investigation is operational context. This is defined as a complaint that is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2014-01841 and 3005099803-2014-01842 for the associated device information. It was reported to boston scientific corporation that two ultraflex tracheobronchial stents were used in the common bile duct during a bronchoscopy with stent placement procedure performed on (B)(6) 2014. According to the complainant, the stent was implanted to treat a benign transplant anastomotic stricture in a patient with a lung transplant. Reportedly, the patient¿s anatomy was not tortuous and was dilated with a cre balloon prior to stent placement. During the procedure, the physician attempted to deploy the first stent; however, the deployment suture could not be fully released. A smaller ultraflex stent was attempted but the same issue occurred. Reportedly, both stents were removed from the patient partially deployed. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.